Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet insulin pump experienced elevated blood glucose with a reported value of 274 mg/dl after a missed meal announcement, and troubleshooting determined the user had not announced lunch. The agent educated the user that the pump would provide correction over time and no alerts or alarms occurred. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention beyond user education, and no hospitalization. Investigation included user communication and troubleshooting with education on proper meal announcement use. Investigation of this case revealed user error related to missed meal announcement, with the device functioning as designed and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error, with no device failure.